Event description:
It was reported that the patient presented in hospital due to receiving multiple appropriate shocks for vt/vf. Stored egms showed vt and svt episodes with ventricular undersensing. The physician reprogrammed the device. The patient condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.